Event description:
Reporter alleged blood glucose read higher and was dosing insulin based on those resluts.it was reported customer's wife later called paramedics sue to customer being in an alleged "diabetic coma". No treatment information,time between testing,device values,etc. Were provided at the time and the manufacturer was instructed to call back to obtain further information.numerous unsuccessful attempts to gain additional information were made by the manufacturer however no further information on the alleged incident could be provided. A request was made for the return of the suspect device and replacement was sent.